Event description:
Customer contacted beckman coulter inc. (Bci) regarding lower than expected test results for alpha-fetoprotein (afp), diluted-hcg, inhibin a and unconjugated estriol (ue3) generated by the unicel dxl 800 access immunoassay system for two patients. The samples were repeated and recovered higher than initial results. The results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples were collected and centrifuged in serum tubes with no gel. Qc is performed once daily and that of ue3 and dil-hcg are performed twice daily. All assays were within the stated ranges in the days leading up to the event. A field service engineer (fse) was on-site 06/29/2009. Fse performed a preventive maintenance (pm) and noted no issues. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.